Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the performa system within 1 minute and 10 minutes respectively: 1. 194 mg/dl and 100 mg/dl 2. 100 mg/dl and 220 mg/dl reading of 100 mg/dl was not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.